Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2021, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The sensor was investigated, and customer complaint was not confirmed via in-vitro qc test. Sensor manager software measurements confirmed that sensor (B)(6) triggered false ec # 30 (led disconnect) alert. D9 device available for evaluation? Yes, device received on 28 may 2021. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 4315.